Event description:
Customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to fully charge the battery, but the customer declined a follow-up to confirm if the issue was resolved.